Event description:
Additional info received on 07feb2019: on (B)(6) 2017 (738 days pre-procedure), a CT-scan showed antegrade progression of the dissection and a type 1b endoleak. The source feeding into the endoleak is a secondary entry tear in the abdominal aorta. The thoracic part of the dissection (stented segment) was completely thrombosed. There was still false lumen perfusion in the abdominal aorta.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). The additional information received 07feb2019 was priviously submitted with a incorrect manufacturer report number 3002808486-2018-01269 ((B)(4)), which is not related to the event reported under manufacturer report number 3002808486-2017-01925 ((B)(4)). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. This MDR report is a correction MDR report with the corrected manufacturer report number. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) similar to device under 510(k): p070016. (B)(4). Investigation is still in progress.

Event description:
Description of event according to study: at time of enrollment the patient presented with an acute thoracic aortic dissection type b. As symptoms of the disease, he experienced central nervous system impairment. The patient was considered to be in a life threatening emergency due to a rupture of the dissection. On (B)(6) 2015 (day of procedure), the pre-procedure imaging was performed. It showed no circumferential calcifications of main access vessel and no vessel wall thrombosis in aortic necks > 50% of circumference was observed. The maximum dissection diameter was 44 mm. Proximal neck diameter was 32 mm and proximal neck length was 15 mm. The distal neck diameter and length wasn¿t measured. The characteristics both the proximal and distal neck was straight. The primary indication for treatment was aortic dissection type b. No malperfusion was present. Proximal start of false lumen was zone 3. Most distal extend of false lumen was below aortic bifurcation in the right side. There were no re-entry tears visible. The false lumen was patent. On (B)(6) 2015 the patient underwent surgery due to his thoracic aortic dissection type b. Following component was implanted successfully during the index procedure: one proximal component (catalog # zteg-2p-38-202-pf, lot # e3287828). Lsa was completely and intentionally covered by the stent graft fabric and the proximal zone of stent graft implantation was zone 1. No additional procedure was performed during index procedure. No reportable adverse events were observed on completion angiogram. On (B)(6) 2015 (day of procedure) an adverse event regarding hemothorax was noted. This was treated and resolved with hemodrainage. The event was not related to either device or procedure. On (B)(6) 2015 (one day post-procedure), a CT-scan was performed. It revealed a maximum dissection diameter of 44 mm. The total length of covered aorta was 202 mm. False lumen status was completely thrombosed at level of stented segment of the aorta. There was no progression of the dissection. There was evidence of a type 1b endoleak at a distal re-entry tear. Furthermore there was evidence of an existing false lumen perfusion with the source being distal re-entry tear. There were no observations of stent graft migration or collapse of the proximal component. On (B)(6) 2015 (175 days post-procedure), a follow-up CT-scan revealed a maximum dissection diameter of 43 mm and the total length of covered aorta was 202 mm. False lumen status at level of stented segment of the aorta was completely thrombosed. There was evidence of existing false lumen perfusion with the source being distal entry tear of abdominal aorta. Patient outcome: the patient remains in the study.

Event description:
"No additional information regarding the patient and/or event has been received since the previous medwatch report was sent".

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). The event is no longer considered reportable in us based on the completed investigation. Name and address for importer site: (B)(4). Summary of investigational findings: the new follow-up information reports that a CT-scan on (B)(6) 2017 showed antegrade progression of dissection and a type 1b endoleak. The source feeding into the endoleak is a secondary entry tear in the abdominal aorta. There was still false lumen perfusion in the abdominal aorta. The review of the imaging could not confirm a type 1b endoleak, as no contrast extended between the distal endograft and the true lumen intima. Per the imaging reviewer, the abdominal aortic false lumen perfusion persisted through primarily right renal ostial and external iliac artery intimal tears. This does not qualify as an type 1b endoleak and is not related to the endograft. It could eventually pose a rupture risk if the thoracoabdominal expansion continues. According to the reviewer, the implantation zone (3 and 4) on the ctas differs from the implantation zone (1) in the event description. However, the imaging are from the same patient and the dates and device correlate with the complaint file. Based on the imaging review, the complaint is unconfirmed. No evidence to suggest that the product was not manufactured according to specifications. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Exemption number e2016032. (B)(4). Name and address for importer site: (B)(4). Summary of investigational findings: this complaint concerns an acute thoracic aortic dissection type b. At the CT scan 1 day post-procedure there was evidence of a type 1b endoleak at a distal re-entry tear. However, no imaging or information regarding distal sizing, sealing, anatomic elements etc. Was provided, why it was not possible to determine the root cause of the reported endoleak. As per IFU endoleak is a known potential adverse event. The work order for the complaint device appears to be complete and correct, with no evidence to suggest that the device was not manufactured according to specification. Cook medical will continue to monitor for similar events.